Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.